Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button was not working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. The j1 connector on electrical board was locked properly during visual inspection. Moisture damage was found on the electronic assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).